Event description:
It was reported that while stapling, the staples were twisted and showed on the outside of the lumen at 1/4 of the circumference. Leakage was observed and it was necessary to hand sew the anastomosis. The surgeon found the tissue to be normal. It was also noticed that staples were missing at an area of 6-7mm. The twisted staples were situated ventral and to the pt's left side.